Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was in the "very difficult" right coronary artery (rca). While attempting to advance a 2.5x16mm taxus express2 drug eluting stent to the target lesion, the physician encountered difficulty and was not able to advance the stent into the ostium of the vessel. The physician "pushed" and the stent dislodged from the delivery system in the descending aorta, it migrated to the femoral artery and then to the profunda. The stent was crushed into an unknown vessel wall with an unknown type stent. The physician completed the case by placing additional unknown stents in the mid and distal rca. There were no additional patient complications reported with the patient's current condition listed as "good." A'dd'l info has been requested but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.